Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown intravenous antibiotics (medication, dosage, frequency, and duration not reported) and possible intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis. Antibiotic treatment (unreported route) was ongoing in the home setting. On an unreported date, the patient was taken off of dianeal and extraneal therapies, the peritoneal dialysis catheter was removed, and the patient was switched to hemodialysis therapy. The patient was recovering from the peritonitis. No additional information is available.